Event description:
Depuy spine was made aware of a legal action being taken by a patient in regard to problems he experienced with cervical repair. The patient fell and was injured. At the time of treatment the suit alleges that a cervical fracture went undetected. Two weeks later cervical fusion was performed at c1-c2. Suit claims that patient failed to fuse and that the screws later broke. In 2008, a second procedure was performed to remove implants and fuse using cables. The suit claims that this second procedure failed as well. Device 2. See also: 1526439-2008-00150 & 152.